Event description:
It was reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer¿s blood glucose level, as there was no information regarding blood glucose values. No additional information was provided.